Manufacturer narrative:
Estimated date of the procedure is (B)(6) 2020. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. The patient effects of dissection are listed in the proglide instructions for use, as a potential complication associated with the use of suture-mediated closure devices. The reported patient effect of dissection is a known inherent risk of the procedure. The subsequent treatment of additional therapy and surgical procedure appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Mw# (B)(4).

Event description:
Mw# (B)(4). Describe the event or problem: patient had an elective cardiac catheterization performed- at the end of the procedure, the femoral arterial sheath was removed and a perclose proglide closure device was deployed in routine fashion. The perclose device malfunctioned and became stuck in the right femoral artery, leading to a femoral arterial dissection- cardiac surgeon was immediately consulted and assisted interventionalist with the remainder of the procedure- patient was intubated and a femoral artery cut down was attempted the repair the femoral artery- the case was difficult and a 2nd cardiovascular surgeon was called to assist- the area was repaired and the femoral artery was closed- a covered stent this repair process- the patient discharged home post-op day 2 after being monitored in the hospital. What problem did the user have: device malfunction- that is, the device did not do what it was supposed to do. No additional information was provided.